Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the camera was not seeing the robotic frame. They tried replacing the spheres, moving the frame, and moving the camera, but the frame would not be seen. They had to use another frame to continue navigation. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1: patient initials is unavailable at this time. D3,d4, h4: the serial/lot and manufacture date is unavailable at this time. H3, h6: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.